Event description:
During preventive maintenance (pm) on january 04, 2022, the autopulse platform (sn 42369) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm), the autopulse platform (B)(4) failed the load cell characterization test. The root cause for the observed failure was a defective load cell. The cracked cover and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, zoll service personnel noticed a crack on the front enclosure, likely attributed to mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The autopulse platform passed the initial functional testing. However, the autopulse platform failed the load cell characterization test during further functional testing due to a defective load cell. The load cell characterization test indicated that the load cell exceeded the normal parameter. The defective load cell was replaced to address the observed failure. Upon further testing, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was manufactured in 2017 and is five years old. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).